Event description:
It was reported that the user experienced hyperglycemia documented at 314 mg/dl after a supply change because the ilet pump was not delivering insulin; upon unlocking the pump, the supply change was found incomplete at the fill cannula step, after which the supply change was completed and troubleshooting education was provided. Customer care provided support that included user guidance to complete the supply change process. Investigation of this case revealed that insulin delivery was interrupted due to an incomplete supply change, which resulted in transient hyperglycemia that resolved once the procedure was completed and insulin delivery resumed. Symptoms include nausea associated with elevated blood glucose. Outcomes included recovery to a normal glucose range after correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.